Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that when the carrier was removed, much of the silicone adhesive removed with the carrier and did not remain on the film, so it could not be used. There was no significant delay and the procedure was finished using a smith & nephew back up. Patient was not harmed.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation, without a physical sample we cannot confirm the reported event the instruction for use detail, the wound contact layer within these dressing can be affected by storage temperature fluctuations. A documentation investigation has been conducted, confirming that the product met manufacturing specifications upon release for distribution. Complaint history shows previous events of this nature, with corrective actions assigned. The complained product was released prior to the actions being initiated. The instructions for use and risk files, mitigate the reported issue with no updates required. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range. This investigation is now complete with no additional corrective actions deemed necessary.